Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported inaccurate delivery issue was not verified in the black box or duplicated during the evaluation. Review of black box data did not find any alarm or warnings related to the reported delivery issue. However, the pump was found to have been suspended a day before the event date and delivery was not resumed thereafter. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly. The pump gave appropriate audio and visual alerts when it was suspended. No defects were found.

Event description:
The patient contacted animas on (B)(6) 2014 alleging a history settings (inaccurate delivery) issue. The patient stated that they had a blood glucose (bg) above 250mg/dl with abdominal pain and vomiting. The patient stated that they were hospitalized. The patient discontinued the pump. There is no additional information at the time of this report. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.